Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that a signal loss occurred. According to the social media post, the patient has to force-stop the app and restart the phone every 8-12 hours just for it to work. This reportedly causes the patient great frustration. As a result of the number of times the app disconnects in the middle of the night, the patient reported having a life-threatening event. The complaint notes that this will occur while the phone is within range all night. There was no patient contact details provided for further follow up contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.